Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 910 mg/dl and customer was admitted to the hospital. Intravenous fluids and insulin were administered, and elevated bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. However, customer was using cold insulin in the cartridge and acknowledged that this might have been cause of event. Upon follow up, the customer's healthcare provider made changes to the pump settings to address elevated bg and customer was doing "fine".